Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a catheter break occurred. It was noted that the pt had an unspecified plastic stent placed during a previous procedure and this procedure was being performed for stent removal and placement of a second stent. The stent was located in the common bile duct (cbd). It was not known if the stent was removed. The 7 x 12 cm rx stent delivery system (sds) was advanced to the cbd, however, upon attempting to deploy the stent, the clear part of the catheter stayed inside the sds, was unable to be retracted, and broke. The device was removed from the pt, however, it was noted that the procedure was taking "very long" and was aborted without further intervention. The pt was rescheduled for a second procedure approximately 4 days later. The pt's status is reported as "stable".